Event description:
It was reported that a patient underwent an oral procedure on an unknown date and suture was used. The patient developed an infection. It was also reported that there was altered absorption of the suture. Additional information has been requested.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.